Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra 2 meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The patient does not recall when the alleged inaccuracy began. At an unspecified date/time, the patient obtained a blood glucose reading of ¿212 mg/dl¿ with the subject meter and ¿185 mg/dl¿ with another device (ultramini), performed within 30 minutes of each other. Based on statistical methodology the calculated difference between these glucose results meets the expected value of less than or equal to 30%. The patient manages her diabetes with insulin (novolog; self-adjuster). On (B)(6) 2014, at 12:00 p. M. The patient stated she took an increased dose of insulin (4 units) in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient claimed, at an unspecified time after the alleged issue occurred, she developed symptoms of ¿shakes, nausea, loss of appetite, and sweats¿. At 4:00 p. M. That same day, the patient stated she self-treated with ¿novolog, 4 units¿. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (08/19/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.